Event description:
Caller states that the pt tested 6.6 inr on the device and 4.4 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.